Event description:
The user facility reported a 56 year-old male with cardiomyopathy was implanted with an impella 5.5 device for mechanical circulatory support. A thrombus was discovered on the impella cannula within the left ventricle (lv). Anticoagulant therapy was increased in response, but it was reported that the patient suffered a stroke overnight. The thrombus was no longer present in the lv following the stroke. Support continued with the implanted impella device, and the patient showed signs of recovery.

Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Manufacturer narrative:
The investigation into the reported issues has been completed since the original report was filed. Pump was returned and investigated. The catheter was stretched from multiple areas and the kink protector was loose from the red handle area. Data logs show pump stop 115 alarm which correlates to the stretched catheter. The pump failed electrical resistance test with 0ohms for all the 3 phases further confirming electrical wire open. Section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings, cautions & precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿ "in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death." . In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿ in accordance with updated procedures, sections d6 and h10 have been revised from the initial submission.